Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz1835 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerpicc solo placed in bicep 30cm, internal measurement 40cm, external measurement 0cm, are 5.7mm, diameter 9%. On 5/30 presented a leak on the extension leg. After examination of the PICC a small pin-sized hole was found.

Event description:
It was reported powerpicc solo placed in bicep 30cm, internal measurement 40cm, external measurement 0cm, are 5.7mm, diameter 9%. On 5/30 presented a leak on the extension leg. After examination of the PICC a small pin-sized hole was found.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, and the cause appears to be use related. The product returned for evaluation was one 5 fr dual lumen powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed approximately 6 mm proximal to the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. ¿ blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ and ¿do not use scissors to remove dressing to minimize the risk of cutting catheter.¿. A lot history review (lhr) of redz1835 showed no other similar product complaint(s) from this lot number.